Event description:
The pt contracted stomach flu in 2000 while on vacation in ireland, losing 13 lbs in 2 weeks. During five consecutive days in the following month, pt had blood glucose and electrolytes checked on a daily basis at the hosp. Pt's fasttake meter was compared with the lab on the third consecutive day, with the results of 189 and 480 mg/dl respectively. Pt was treated with add'l insulin to get blood glucose under control.